Event description:
Additional info received 7/3/2002: explant surgery was performed on 6/6/2002, pt info also received.

Event description:
The doctor indicated he has a patient experiencing symptoms of discharge and apparent "anterior vaginal wall extrusions". A revision surgery has not been determined at this time. Ams has requested additional information.